Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level in the 60's mg/dl, causing unspecified pain in customer's feet and arms. Customer believed basal rates are incorrect, and lead to bg level. Bg was treated via consumption of carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level.